Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient stated their husband found them on the floor unconscious and the cgm reading was in the 70¿s (mg/dl). The patient¿s husband gave the patient a glucagon shot and was not able to wake her up and called emergency medical services (ems). When the paramedics arrived, they also administered glucagon and transported the patient to the hospital for observation. The patient was discharged the following day. At the time of report, the patient was doing good. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.